Manufacturer narrative:
It was reported there was blood leakage from the one of the washers of the oxygenator included in the set. The photograph attached to the parent record shows leakage at opening for holder part of oxygenator. It was reported there was blood loss however the surgery was carried out without incident and did not affect the problem reported to the patient. The product was investigated in getinge laboratory. The initial visual inspection of the quadrox-I adult did not reveal any damage. Only blood residues were detected in the area of the gas-outlet. The leak tests on the blood side and on the gas side were not passed. Leaks were detected in each tests. Based on these test results, flow testing was not performed. There is no clear technical exact root cause could be defined. The failure could be confirmed. According to conclusion below possible causes are identified: possible causes of failure for this type of leakage include the following: - insufficient pur (polyurethane) grouting of the mat package. This allows a transfer of the test medium or blood to the outer cover. - fiber detachment in the pur potting. This allows leakage of the test medium or blood between the fiber and pur potting. - material damage. This allows leakage of the test medium or blood through the oxygenation fibers themselves. The production records of the affected oxygenator (lot#3000289445; UDI#51700) was reviewed. Following tests are performed according to the bop (basic operation procedure) as a 100 % inspection: ¿ leak test after welding. ¿ pressure test heat exchanger. ¿ leak test water side. ¿ leak and flow test gas side. ¿ pressure test blood side. ¿ coating test. According to the final test results, the oxygenator with the UDI# 51700 passed the test as per specifications. The production history record (DHR) of the affected hqv 140300#with lot # 3000283006 was reviewed. According to the DHR results, the product hqv 140300# passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. According to our risk review the reported failure corresponds to an occurrence rate ¿3¿ and there is no complaint associated with serious injury or death therefore, this is below the acceptance threshold according to our risk management plan. Getinge is monitoring incoming complaints for the reported failure on an ongoing basis. Thus further actions will be performed in case of adverse trending of the reported failure. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #: (B)(4).

Event description:
It was reported there was blood leakage from the one of the washers of the oxygenator included in the set. The photograph attached to the parent record shows leakage at opening for holder part of oxygenator. It was reported there was blood loss however the surgery was carried out without incident and did not affect the problem reported to the patient. Complaint #: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.